Event description:
It was reported that the patient had seen the out of regulation (oor) message a few times since the first occurrence. Reducing the amplitude was recommended as the patient was noted to be a paraplegic and their perception of stimulation was different. They really don¿t perceive stimulation and therefore the patient was set at very high voltages, pulse widths, and electrodes. Follow-up determined that the manufacturer representative reconfigured some of his programs so his amplitude was not so high. He had been doing fine since and no further issues had been heard of. Further follow-up was performed to determine if the oor had been cleared, if any further action had taken place or been planned, and if the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).